Event description:
It was reported that; patient was implanted with product on (B)(6) 2017. Patient was complaining of pain came in for x-ray., doctor discovered plate detached at l5 s1 level. Doctor is currently leaving plate in but will follow up and monitor. Doctor does not feel pain was related to plate being detached.

Manufacturer narrative:
Method: risk assessment; x-rays. Results: the event was confirmed based on x-ray images. Visual, dimensional and functional analysis could not be performed as the device remains implanted. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the definitive root cause of the event cannot be determined from the given information.

Event description:
It was reported that; patient was implanted with product on (B)(6) 2017. Patient was complaining of pain came in for x-ray., doctor discovered plate detached at l5 s1 level.doctor is currently leaving plate in but will follow up and monitor. Doctor does not feel pain was related to plate being detached.